Event description:
A report was received that the patient reported via social media that she was implanted with a spinal cord stimulator and now she cannot walk. No further information can be obtained.